Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 30-jul-2015, an fse conducted on-site follow-up with the customer. The fse found an unstable sampler block. The fse realigned the x axis and y axis needle position to the mixing well, tube and cup, checked the z-axis height, replaced the 0-ring on the needle and performed general cleaning. The lead screws were cleaned and lubricated and the instrument returned to normal operation. No further actions were required by field service. The most probable cause of the reported event was due to an unstable sample block.

Event description:
On (B)(6) 2015, a customer reported low areas with their g8 analyzer. The sample probe was straight and the waste was full. The racks were not in the correct position beneath the needle. The customer rebooted the analyzer but the error persisted. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.